Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a broken wheel was observed on ak 96 machine during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. During evaluation, it was noted that the wheel was broken. Self-check and disinfection were performed, and no further fault was observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. To resolve this issue, the wheel was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.